Event description:
It was reported that the left ventricular (lv) lead became dislodged during a device change out procedure. The lead was pacing appropriately with good thresholds during the pre-procedure check; however, the lv pacing morphology was noted to have changed during testing of the lead after removal of device. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).